Event description:
The customer reported the subject device had a damaged cable. Upon inspection and testing of the customer returned device, it was observed that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling from the objective lens). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the objective lens was found to be peeled off due to chemical or physical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to a physical stress (e.g., drops, hitting a hard surface, etc.), or deterioration due to chemical stress, such as those used in the cleaning, disinfection and sterilization process. However, a definitive root cause could not be determined. In addition, service also found the adhesive of the bending section cover was chipped, the angulation lock lever was difficult to move, and the light guide connector was deformed due to external factors. Scratches were observed on multiple parts due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to g3 of the initial medwatch. The aware date should be 15-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.